Manufacturer narrative:
Based on the device history record review all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process of lot 22g051fhx. One used sample was received for evaluation. As the sample was contaminated with food, functional testing could not be performed. Instead, a visual inspection was completed and the presence of small air in line gaps was confirmed. However, there was no evidence of splitting or any disconnection. A corrective and preventative action has been opened to further investigate the air in line issue. All information received will be used for further tracking and trending purposes.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the feed used is protovar ¿ powder ¿ mixed with forteini- water ¿ 40mls feed rate 400ml vtbd. They started for night feed, primed line and feeding started for about 10 mins when the dad noticed air in the line. Also, it has split and wet the pump.